Event description:
It was reported that while replacing two battery modules in an MRI room, the batteries were pulled by the MRI unit. There was no injury or patient involvement reported. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which shall be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Information received from the hospital stated, that while replacing the battery modules, the gauss line was mistakenly crossed, which led to the batteries being attracted towards, and onto, the mr unit. Our conclusion in the matter is, that the event is attributed to the user.

Event description:
(B)(4).